Manufacturer narrative:
After debulking the tendon and the repair of 4 cm longitudinal tear in the peroneus brevis, the surgeon wrapped the tendon with the orthadapt bioimplant and sutured it using absorbable sutures; the orthadapt instructions for use indicate to securely fixate the bioimplant using non-absorbable sutures. An assessment based on the provided information indicated the use of absorbable sutures to fixate the bioimplant likely contributed to the event. The product lot number was not provided to the manufacturer, thus further investigation could not be performed. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
The patient developed swelling along the anterior lateral aspect of the ankle 3 months post peroneal tendon repair with an orthadapt bioimplant. Approximately 4 months post-repair, patient underwent exploratory surgery. During the surgery, the bioimplant was removed and the tendon was found to be healed.